Manufacturer narrative:
(B)(4). Date sent 9/15/2025. D4 batch #270d13. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with staple height selector loose and a sr75 reload loaded in the device. The reload had the proximal 2 drivers up without staples and the swing tab in the unlocked position. During the visual inspection, the anvil shroud showed two locks broken that support the metal body anvil to shroud causing the easy movement of the metal body, and this condition most likely caused the staple height selector loose. Additionally, the device was tested after the reload swing tab was reset in order to fire the cartridge and it fired without any difficulties. The staples meet the staple form release criteria. However, 16 missing staples along staple line were observed and these missing staples do no created fluid path. No conclusion could be reach on what caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The event reported was confirmed by an external cause as improper handling due to condition of the returned sample. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 270d13, and no non-conformances were identified.

Event description:
It was reported that during a colon resection the endocutting machine stuck at the time of the staple shooting. Then they had to ask for another endocutter from another commercial house. There were no patient consequences.